Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead. The lead was exhibiting noise and a lead integrity warning had triggered due to a large increase in short ventricular intervals. Lead fracture or a connection issue to the cardiac resynchronization therapy defibrillator (crt-d) were suspected. Detections were turned off and the patient was programmed to pace only in the right ventricle. A procedure was scheduled for the following day to test the lead with an analyzer and replace the crt-d which was also nearing the recommended replacement time (rrt). It was later reported that there was difficulty implanting a new rv lead. The status of the chronic lead is unknown. Follow up yielded no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated oversensing associated with the right ventricular lead. Analysis of the data indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the data indicated oversensing due to non-physiologic signals and the unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had also exhibited high pacing impedance. The lead was capped. An attempt was made to implant a new defibrillation lead but the vein was occluded. A capped pacing lead that was used when the patient had a pacemaker was reactivated and connected to a new cardiac resynchronization therapy pacemaker (crt-p). It was also confirmed that there had been no connection issue with the chronic rv defibrillation lead and the crt-d which was replaced.